Event description:
Caller reported a potential false positive troponin (tni) on the triage cardiac panel versus another lab method. A male pt presented with heart pains. Whole blood edta was ran at 1:00 pm with positive tni. Samples were also run on a lab method at 3:00 pm and ni was negative (no specific value provided). Customer used plasma from the first sample and ran another test on the triage cardiac panel at 6:00 pm. No ECG and no treatment provided. No other pt info provided.

Manufacturer narrative:
Investigation pending.